Event description:
It was reported that this pacemaker was unable to be interrogated with a programmer. The field suspected the battery may be at end of life. Approximately a year ago at a previous follow-up, the estimated longevity of the pacemaker battery was at one and half years, however no allegation of premature battery depletion has been made at this time. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated with a programmer. The field suspected the battery may be at end of life. Approximately a year ago at a previous follow-up, the estimated longevity of the pacemaker battery was at one and half years, however no allegation of premature battery depletion has been made at this time. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Initial review noted that telemetry was unable to be established between the device and a programmer. There was no safety mode pacing observed on the oscilloscope. The device case was then cut open and internal visual inspection did not reveal any abnormalities. The battery voltage while in the circuit was observed to be 1.450 volts (v). The battery was removed, and an external power source was applied to the hybrid, a normal current drain was noted. The power supply was attached to the hybrid and firmware was loaded, in which a coulomb count was performed and past. A software test too passed without any issues. The battery was forwarded onto the battery laboratory for further analysis. The battery was discovered to have a depleted cell with no battery-related anomaly determined. While analysis was able to confirm the field allegation, not cause could be established.